Event description:
Pt receives zosyn 18gm IV q24 hours as continuous infusion via baxter 6060 pump. Daily bag change is 5pm. Bag that was hooked up mon at 5pm ran out tues at 9am. Spouse reports that bags have been running out early for several days.